Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) had a non fitting ECG patient cable to a ECG connector on the cardiosave console. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate this unit and confirmed the reported issue. The front end board pcb was replaced to resolve the issue. The new connector was now mate with any ECG cable. B.17 software reloaded as new front end pcb came with b.14 software. The 30 psi transducers were recalibrated along with the drive regulators. The fse completed pm performed with full calibration, functional testing and electrical safety checks to factory specifications. The unit was returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of investigation.

Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, g7, h2, h3, h4, h6, h10. A getinge field service engineer (fse) evaluated end user reported that the ECG patient cable would not mate with the console ECG connector. Fse arrived on site and verifed neither the cardiosave trainer or any ECG patient cable would connect with the console. The front end board pcb was replaced. The new connector would now mate with any ECG cable. B.17 software reloaded as new front end pcb came with b.14 software. 30 psi transducers were re-calibrated along with the drive regulator. No patient involvement. The national repair center installed the pcb,front end, rohs into the cardiosave test fixture serial number (B)(6) and tested the board to factory specifications per procedure number revision c and the cardiosave service manual part number revision n. The nrc verified the failure of the ECG connector j1 being damaged. The ECG cable was not able to plug into the ECG connector j1. The board failed testing. Retaining the board in the nrc as per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.